Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. E1 - no facility or reporter information was provided on the medwatch. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
An email with attached medwatch mw5186281 was received on behalf of a customer facility regarding a tego connector in which it was reported by a registered nurse that a tego cap used on arterial/venous lumen had blood clot on the inside of the tego connector and registered nurse noted that there was also some tearing to the silicon seal as well. There was patient involvement.